Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 76 mg/dl and 192 mg/dl; 78 mg/dl and 249 mg/dl. The comparisons were performed hours apart from each other. No actions taken based on the device results. No adverse event reported. Requested return of suspect device, and replacement was sent.